Event description:
T3n3m1b pt with supraclavicular, mediastinal, hilar lymphadenopathy with several brain metastatic lesions. Pt also had metastases to left adrenal gland and liver. Began whole brain radiation treatment on (B)(6) 2016 completing 15 fractions total dose 6000cgy on (B)(6) 2016. Some add'l radiation off study was given to hip spine, and sacrum (B)(6) 2016. Pt was admitted to hospital on (B)(6) 2016 with acute hypoxic respiratory failure secondary to a right pleural effusion, likely malignant, with near complete atelectasis of the pt's right lung. It was planned that the pt would be discharged to hospice, however, pt passed away in the hospital on (B)(6) 2016. Therapy dates: (B)(6) 2016. Diagnosis or reason for use: brain metastases.